Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the planned treatment got delayed for less than 20 minutes. The philips field service engineer (fse) inspected the system onsite and confirmed that the x-ray screen was black. Review of the system log file showed errors related to x-ray generator. Upon troubleshooting, fse found that the small filament of the x-ray tube is faulty. To resolve the issue, fse replaced the x-ray tube and performed calibration. The x-ray tube was returned to philips for further analysis and the analysis confirmed that the small filament failure was due to the vacuum leak. Following the replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the device lost the live image. The device was in clinical use at the time of the event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.